Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being rushed to the hospital for high blood glucose of 300 mg/dl to 400 mg/dl. Troubleshooting found that the pump alarmed battery out limit every time the battery was replaced. Customer was advised to monitor the pump.